Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a vessel dissection occurred in the popliteal (pop) artery post-atherectomy. Three lesions were treated; two lesions were located in the sfa and one lesion was located in the pop artery. The first sfa lesion was 99% stenotic, mildly calcified, and focal in length. The second sfa lesion was 80% stenotic, mildly calcified, and 30mm in length. The pop lesion was 85% stenotic, mildly calcified, and 20mm in length. Three patent run-off vessels were present prior to therapy. The focal sfa lesion was treated with a 2.25mm solid crown oad which was spun for one run at low speed (10sec), at medium speed for one run (10sec), and at high speed for one run (5sec) for a total run time of 25sec. The residual stenosis was 50%. The second sfa lesion was treated with a 2.25mm solid crown oad which was spun for one run at low speed (10sec), at medium speed for one run (10sec), and at high speed for one run (10sec) for a total run time of 30sec. The residual stenosis was 40%. The pop lesion was treated with a 2.25mm solid crown oad which was spun for one run at low speed (10sec), at medium speed for one run (10sec), and at high speed for one run (10sec) for a total run time of 30sec. The residual stenosis was 40%. At this point, the pop dissection was noted. The focal sfa lesion was treated with a 6.0x40mm balloon for one inflation at 4atms for a total inflation time of 1min. The residual stenosis was 10%. The second sfa lesion was treated with a 6.0x40mm balloon for one inflation at 4atms for a total inflation time of 1min. The residual stenosis was 15%. The pop lesion was treated with a 6.0x40mm balloon for one inflation at 4atms for a total inflation time of 1min. The residual stenosis was 15%. A 6.0x60mm stent was placed in the pop artery to successfully treat the dissection. The expectations for the case were met. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #28 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).